Event description:
Consumer mailed in the survey to complain the dental protector was not comfortable and in 1 day it broke. I'm sending it back for a refund.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.